Event description:
The bench technician while performing service on the device found the battery not useable. There was no patient involvement. The bench technician while performing service on the device found the battery not useable. The device needs a battery. The device battery was found needing to be replaced. The customer will provide battery. No further actions in regards to the battery.